Event description:
The patient was admitted for a procedure in 2008 with a lesion in the left internal carotid artery. The lesion had 96% stenosis. An angioguard was successfully delivered and a precise stent was successfully implanted. During the procedure, after the stent was placed at the target lesion, the patient developed hypotension and bradycardia. It was noted that the angioguard was still in the patient's body. Dopamine hydrochloride was given for the hypotension and an atropine sulfate injection and temporary pacing for bradycardia was given as treatment. The patient recovered from the bradycardia during the procedure and from the hypotension the day after the procedure. The patient was discharged at a later date. There were no neurological symptoms.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-00036 and 1016427-2009-00009. Additional information will be submitted upon 30 days of receipt.